Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. The patient reported blood glucose results of "148 mg/dl" with the subject meter compared to "273 mg/dl" on another meter and "305 mg/dl" on a laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. About a week after the start of the alleged issue, the patient claims she felt symptoms of dry mouth and sweating. The patient reportedly took more food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.